Event description:
During a gall bladder procedure, the clips would not hold after placing; they don't close properly. Another like device was used to complete the procedure. There was no pt consequence.